Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had swelling at the site of implant. The patient developed an infection that was limited to cellulitis that had not extended to the leads or the device pocket. At wound check, it was discovered that the patient had resolving ecchymosis and a hematoma at the wound site. The ecchymosis had resolved and the hematoma was noted to be small and developed as a result of the patient being on coumadin. No intervention or medication was necessary. The implantable cardioverter defibrillator (ICD) and absorbable antibacterial envelope remains in use. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.